Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 & flu a/b direct assay, but were confirmed negative when repeated on a competitor assay (cepheid genexpert). Run analysis of the simplexa results are as follows: on (B)(6) 2022@1820: sample well 2: covid 32.6 (neg on genexpert); sample well 5: covid 34.9 (neg on genexpert). The samples were detected with cts above the typical 22-32 CT detectable range. This indicates the samples were likely near the limit of detection of the simplexa assay. It is known that the competitor cepheid genexpert detects different targets (e gene, n2) and utilizes extracted samples while the simplexa assay does not. This appears to be a sample specific issue with the samples being near the limit of detection. No other samples on the same run are suspected of false positive. The customer's device and suspected false positive sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# 14647n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4250 lot# 14646n for suspected false positive results.